Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty crossing the lesion was encountered. The taxus express2 8.8% 3.5 mm x 20 mm stent did not cross the lesion. Upon removal from the pt it was noticed that the stent was flared significantly on the proximal end. The procedure was successfully completed using another device. There were no pt complications. The status of the pt is listed as good.